Event description:
It was reported that when the programmer was powered on to perform an interrogation an error was displayed. Running the service disc and updating the software cleared the error. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.